Manufacturer narrative:
Correction: h10 - added related report number.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced to address the issue.